Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary intervention procedure using a 7f sheath. Reportedly, on removal of the proglide device it was noted that the sheath had separated and remained in the patient anatomy. As there was a 4-5 hour wait for vascular surgery, the knot was advanced down over the separated sheath temporarily. Some slight oozing remained. Cut down surgery was done to remove the separated proglide sheath. A delay in the procedure occurred and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, analysis of the returned device found that "instead of sheath separation, the guide was separated distal to the foot area. The separated portion of the guide, including the sheath, was not returned." It was confirmed with the account that the reported "sheath separation" was actually a guide separation. All portions of the proglide device were removed during the cut down surgery. No additional information was provided.